Event description:
It was reported that during hospitalization for an unknown reason the home patient (hp) experienced chemical peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. Twelve days after the onset of peritonitis, patient's peritoneal effluent was cloudy. On the same day, the patient was treated with loratadine tablets (10 mg, once a day, orally), ebastine tablets (10 mg, every night, orally), ceftazidime (1 g, once a day, ip) and cefazolin sodium pentahydrate (1 g, once a day, ip). Four days later, treatment with ceftazidime and cefazolin was discontinued and the patient was discharged from the hospital. Almost two month later, treatment with ebastine tablets was stopped. Treatment with loratadine tablets was ongoing. The patient continued treatment with anti-allergic medicine, orally. On an unreported date, the patient's peritoneal effluent turned clear. As a result, at the time of this report, the patient was recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported problem cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.